Event description:
Pt's mother reported a pump malfunction. Pt was getting ultomiris infusion and the pump stopped working at the end. It started beeping for 20 seconds and then the alarm light went off. They tried to change the batteries on the pump, but it still wouldn't work. Pt completed infusion with the dialflow. Unknown if product is available for possible return. Pump serial number: (B)(6). Diagnosis for use: hemolytic-uremic syndrome.